Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient underwent a planned removal of screws in the lumbar area. It was reported that the screw extractor broke during use. All pieces were accounted for and removed from the patient.